Event description:
An 8mm x 30mm bridge assurant stent was inserted for use in a pt for treatment of a left common iliac artery stenosis in 2003. The vessel was non-tortuous and the percent stenosis of the lesion is unknown. It was reported that the stent would not pass through the 6f cordis brite tip sheath. The physician exchanged the 6f sheath for a 7 cordis brite tip sheath. As the physician pushed the stent through the 7f sheath, the stent slid proximally off the balloon onto the catheter. It was reported taht the physician removed the sheath and the catheter with the stent on the catheter from the pt as one unit. After the procedure, the physician manually placed the displaced stent onto the balloon. The case was completed with another bridge assurant with the same 7f cordis brite tip sheath. No clinical sequelae were reported and the pt is reported to be fine. Analysis of the returned stent delivery system has been completed. The device was received with the stent positioned between the proximal and distal markers on the balloon. All stent segments are present. The stent could be easily moved on the balloon. There was inner member bunching noted on the proximal end to the tack bond. Three add'l inner member bucklings were noted proximal to the tack bond. The balloon was inflated without difficulty. Deflation time was 10 seconds. From the investigation performed it is possible that the complaint of resistance met while passing the delivery system through the 6f sheath may have contributed to the bunching and bucklings noted on the inner member and the stent proximally on the delivery system.